Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported he experienced poor aspiration while performing ultrasound during a cataract procedure. The procedure was completed without any problems after replacing the cassette with another one. There was no harm to the patient no additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The returned sample was visually inspected and was in a used condition. The drip chamber was cut off and was not returned. No defects were identified during visual inspection. Follow-up with the customer indicated there was poor aspiration of the handpiece was experienced. The cassette sample was functionally tested on a calibrated console. The sample could prime and tune with the ultrasonic handpiece successfully. The maximum value of vacuum and continuous reflux displayed properly on the progress bar. The returned sample was visually inspected and no obvious defects were found. A constellation console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. Fluid flowed from balanced salt solution to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).